Event description:
It was reported that the ilet pump touchscreen was unresponsive, preventing meal announcement and leading to elevated glucose until the user¿s father restarted the pump through the ilet app, after which the touchscreen functioned normally with no visible screen damage. Symptoms included hyperglycemia reaching 277 mg/dl associated with the inability to announce a meal. Outcomes included no alarms and no medical intervention beyond user-guided troubleshooting. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient touchscreen unresponsiveness with no confirmed hardware damage, consistent with a recoverable user interface malfunction resolved by device restart. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with transient device behavior resolved through standard troubleshooting.